Event description:
It was reported that within one day following a routine device replacement procedure, the right ventricular lead superior vena cava (svc) impedance was high and varying and an alert was triggered. The device was reprogrammed to turn off the svc coil and its alert; the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5071, implantable pacing lead, (B)(6) 2009; 5076, implantable pacing lead, (B)(6) 2009. (B)(4).